Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device was not returned. The cause of the limb ischemia occurred 30 days after the device was removed. There was no relationship between the injury and the use of the device as the device functioned without any issues. The cause of the limb ischemia issue was most likely patient condition related.

Event description:
The user facility in japan reported a patient (unknown age and gender) in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient was on impella 5.5 support for 258.17 hours and the impella was removed to wean the patient off support for heart recovery. The impella operated without issues. The patient expired after the impella 5.5 removal. The date of patient death is unknown, however the patient expired within 30 days of impella explant. The patient cause of death was non-occlusive mesenteric ischemia. The relationship between the impella and the cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿